Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure due to normal elective replacement indicator (eri). During procedure, atrial noise was noted on stored electrograms. The noise was reproduced with left arm isometric exercises. The right atrial lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.